Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was mg/dl 125 and the sensor glucose was 40 mg/dl at the time of the incident. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer also reported getting an alert for sensor updating. During troubleshooting, the sensor was removed and it was bent. It was explained to customer the proper insertion techniques and site location. The sensor was returned for analysis.

Manufacturer narrative:
The information provided in section d with the initial report was incorrect. The correct information has been provided with this report. Inspected one opened and used guardian sensor. We performed continuity resistance test and sensor failed per specifications. Also, found a bent sensor cannula and unable to confirm if device was received in said condition due to customer returning it opened and used.